Event description:
Related manufacturer report 1627487-2019-10343; related manufacturer report 1627487-2019-10344; related manufacturer report 1627487-2019-10345. New information received states that patient had ineffective stimulation due to a car accident from three years ago. The leads were explanted, and two new leads were implanted as a result to resolve the issue. Patient has effective coverage in the cervical spine and lower back and legs. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10343; related manufacturer report 1627487-2019-10344; related manufacturer report 1627487-2019-10345.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10343, related manufacturer report 1627487-2019-10344, related manufacturer report 1627487-2019-10345. It was reported that lead revision is anticipated in the near future for an unknown reason. No further information is available at this time.